Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed testing, no faults were found, and functioned properly. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips also passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch vita meter read inaccurately high. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 6x daily. The patient manages his diabetes with novorapid insulin (15 units in the morning/ 8 units lunch/ 12 units 4pm) and lantus insulin (25 units). The alleged issue began towards the end of (B)(6) 2013. The patient did not provide results obtained with the subject meter. The patient administered his usual dose of medications reportedly based on the alleged result with the subject meter. After, the patient claims he "loss consciousness." It is not clear how the patient regained consciousness; however, the patient reportedly received assistance from nurses and doctors who gave him "perfusions." No additional treatment was specified. The patient reportedly tested on the hospital meter; however, results were also not provided. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.